Manufacturer narrative:
It was reported to philips that an unspecified ECG cable was in poor condition. The customer spoke with philips representative. The customer explained that an unspecified ECG cable was in poor condition. Before assistance could be provided the customer declined service as they were going to replace the device. Upon conclusion of the evaluation, it was determined that this was a malfunction of an unspecified ECG cable, which was said to be in poor condition. No assistance was provided as the customer cancelled the case prior to service stating they were going to replace the device. The device remains at the customer site and no further evaluation is required at this time. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user? If yes, describe? (Answer yes, no, or unknown. If unknown, provide explanation including any gfe attempts.) No. If there was an adverse event, did the device cause or contribute to the adverse event, and how? (Answer yes, no, or unknown. If no or unknown, provide explanation including any gfe attempts.) No, there was no adverse event associated with this service request.

Event description:
It was reported to philips that an unspecified ECG cable was in poor condition. The customer spoke with philips representative. The customer explained that an unspecified ECG cable was in poor condition. Before assistance could be provided the customer declined service as they were going to replace the device. Upon conclusion of the evaluation, it was determined that this was a malfunction of an unspecified ECG cable, which was said to be in poor condition. No assistance was provided as the customer cancelled the case prior to service stating they were going to replace the device. The device remains at the customer site and no further evaluation is required at this time. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user? If yes, describe? (Answer yes, no, or unknown. If unknown, provide explanation including any gfe attempts.) No. If there was an adverse event, did the device cause or contribute to the adverse event, and how? (Answer yes, no, or unknown. If no or unknown, provide explanation including any gfe attempts.) No, there was no adverse event associated with this service request.